Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged large prime volume issue was verified in the black box but not duplicated in the devaluation. Review of the prime history found that on the complaint date 110 units of insulin was primed. The pump history showed the pump was manually suspended the next day and delivery was never resumed. The total daily delivery reflected the user¿s programed basal settings. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy and the force sensor calibration reading were within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump casing was opened and no anomalies were found with the force sensor assembly and no debris were found in the cartridge compartment. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading of 500 mg/dl with no associated symptoms reported. It was reported that the patient was treated with injection the treatment and the person administrating the injection was unspecified. Allegedly, the patient remained on pump therapy without any recent adjustments to the pump setting. The reporter alleged that there was a prime issue with the prime volume being 10 units larger than usual. The reporter repeated a rewind/load step during the call and a ¿no cartridge detected¿ warning was encountered. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the customer did not respond appropriately to a ¿no cartridge detected¿ alarm during the prime step.